Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed delivery accuracy test". A visual inspection found no physical damage on the customer's pump. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/- 6%. What caused the reported problem is unknown. Who caused the reported problem is unknown. No problem was found. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump failed a delivery accuracy test. No known impact or consequence to a patient.